Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the markerbands as per specifications. There was deformation to the 5th distal stent segment with struts raised and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was a kink evident on the distal shaft 27 cm proximal to the distal tip. (B)(4). Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent. No issues noted during device inspection prior to use. Lesion was pre-dilated. During the operation, the stent could not cross the lesion, resistance was noted. Excessive force was not used. The physician replaced it with another stent to complete the operation. No patient injury reported as a result of the event. Analysis of the returned stent identified raised stent struts.